Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor encoder error. The customer was able to rewind the insulin pump due to alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received motor error alarm during rewind and displacement test due to motor encoder signal out of phase. Unable to perform the self-test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms noted. Unable to verify motor position encoder error and a broken force sensor was detected during seating or regular delivery alarm due to motor error alarm noted.